Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the side of the bag. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 19, 2021 - july 20, 2021. The device was received for evaluation. Unaided eye visual inspection was performed and observed a small tear at upper left side edge of the bag. Functional testing was performed which identified a leak only at the upper left side edge of the bag. Additional magnified inspection verified a tear/hole in the upper left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.